Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of air valve liftoff failure. Patient involvement is unknown as the customer did not provide any patient information.

Manufacturer narrative:
No parts replaced. The field service engineer found no fault with the unit. The unit passed extended self-test (est).the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported issue could not be determined due to no problem found.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of air valve liftoff failure. The customer reported there was no patient involvement.